Event description:
Top part came off brush head [device breakage] no adverse effect [no adverse event]. Case description: a female consumer reported that the top part came off of the oral-b brushheads, version unk in the last four packets when she was using them with an oral-b rechargeable toothbrush, version unk.

Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.